Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device explanted. Lab analysis pending.

Event description:
Patient reported, left side "contracture" pain. And it "feels like needle is poking them". Healthcare professional reported, capsular contracture, baker grade iii. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening on posterior, crease fold, yellow particles in the shell and weight to the spec. A visual and microscopic analysis was performed which identified, striated opening on posterior and crease sharp on posterior. Base on the device analysis, the final assessment is: a striated opening assessed, as surgical damage. An opening crease sharp on posterior assessed, as fold flaw opening.

Event description:
Patient reported left side "contracture," pain, and it "feels like needle is poking them." Healthcare professional reported capsular contracture, baker grade iii. Healthcare professional additional reported "appeared to be ruptured". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "contracture," pain, and it "feels like needle is poking them." Healthcare professional reported capsular contracture, baker grade iii. Device remains implanted.